Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed on the analog pcb assembly that internal hybrid layer capacitor (hlc) battery, designator bt3 was electrical shorted. This caused the reported power issue. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the attention and wrench icons. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would not remain powered on.